Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a signal loss between the g5 transmitter and the g5 application. Patient's mother closed the g5 application and re-opened it, the connection failed. The smart device settings were checked and the g5 transmitter was not connected. The transmitter was forgotten on the smart device, relinquished and an unsuccessful attempt was made to re-pair the g5 transmitter. A new sensor was inserted, the g5 application was relinquished and the g5 application was deleted. The smart device was rebooted and an unsuccessful attempt was made to reinstall the g5 application. Another attempt was made to repair the g5 transmitter to the smart device and this was unsuccessful. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.